Event description:
Catheter became separated from hub and migrated inside pt, lodging in his pulmonary artery. The catheter was removed during angiography at another facility and is not available for examination at this time.